Event description:
A patient was undergoing a series of evoked potential tests. Somatosensory testing of the left upper extremity was about to be performed. The electrodes were in place on the patient and the electrical stimulus was set to zero. When the stim button was depressed patient cried out that stim was hurting them. Another tech removed electrodes from patient and placed on self to determine the validity of patients complaint. The tech also experienced intense stimulation when the button was depressed. The testing was stopped, and was removed from service. The biomed department was notified.